Event description:
During a follow-up call for a safety clamp error alarm received during peritoneal dialysis (pd) treatment, it was reported that this pd patient was diagnosed with peritonitis on (B)(6) 2023. The patient presented to the pd clinic with cloudy pd effluent. The patient was administered antibiotics on (B)(6) 2023 with vancomycin (route, dose, frequency, and duration unknown). It was also reported that this patient had recently been refusing to do treatments. No further information was provided. Attempts to obtain additional information were unsuccessful.